Event description:
The customer observed intermittent prism calibration drain time errors when prism reaction tray lot 90359m500 was in use. The customer was advised to replace the prism dv board and perform other troubleshooting procedures. The customer stated the dv board was replaced as requested and further prism runs showed greater than 60% drain time errors for (B)(6) and (B)(6) surface antigen patient samples. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the (B)(6) or (B)(6) surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the (B)(6) or (B)(6) surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.